Manufacturer narrative:
Device codes added, device evaluated by manufacturer updated, evaluation codes added. The console was evaluated in the field on february 21, 2017. The reported issue was verified and it was determined to be due to a leak on the "laser cavity". An order was placed for the laser cavity. The console was repaired in the field on march 13, 2017. The "laser cavity" was replaced. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
Information as it was reported indicates that the customer experienced a system malfunction during a procedure; ¿the system shutdown after few seconds of being used. The water level was very low¿. The procedure was "not completed due to this event" patient outcome: no patient injury was reported.